Event description:
It was reported that the customer was hospitalized on (B)(6) 2011 and discharged after several hours. Then the customer was hospitalized again late in the evening at the same day due to diabetes ketoacidosis and high blood glucose of 453mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 260mg/dl, and she has been treated with an insulin drip. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.